Manufacturer narrative:
The investigation into the aic ¿ damage has been completed since the original report was filed. The console was returned for investigation. The console was inspected and evaluated on an engineering lab bench. Physical inspection of the front housing revealed damage of the blue optical receptacle. The root cause of the aic issue was a damaged blue receptacle.

Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the user facility's automated impella controller (aic) feel over and had visible damage to the front right area where the impella white cable is located. The white cable loosely fit and the dust cover was broken. The impella 5.5 was operating normally and there was no patient harm. The aic will be returned for repair.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.